Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during archive review and initial functional testing. The temperature sensor was replaced to address the issue. As part of routine service during testing, the platform was examined and found physically damaged front enclosure and frayed load plate ground cable, unrelated to the reported complaint. The front enclosure and the load plate cable were replaced to address the damage. During functional testing, the platform displayed (ua) 41 upon powering up, thus confirmed the reported complaint. Review of the archive data shows user advisory (ua) 41 (patient temperature sensor failure) error message occurred on the reported event date. Following the service and repair, the platform was further tested for 15 minutes with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr (B)(4), reported on (B)(6) 2018. The temperature sensor was replaced to remedy the issue.

Event description:
During patient use, the autopulse platform (sn (B)(4)) stopped compressions and displayed user advisory (ua) 41 (patient temperature sensor failure) error message. No additional information was provided. No patient consequence was reported.